Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain /pain.') In a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, seasonal allergy and irregular menstrual cycle. Concomitant products included cetirizine hydrochloride (zyrtec allergy), codeine phosphate;paracetamol (tylenol with codeine no.3), esomeprazole, estradiol, ethinylestradiol;norgestimate (ortho tri-cyclen), ibuprofen, nsaids, omeprazole, omeprazole magnesium (prilosec) and paracetamol (acetaminophen). In (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In january 2015, the patient experienced depression ("psychological or psychiatric problems condition:depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving, the dysmenorrhoea, menorrhagia, depression and anxiety outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2005: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhoea, vaginal haemorrhage, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2019: pfs and mr received : aka name added, reporter added, patient demographic added, essure insertion date and removal date added. Product indication updated. Events added- abnormal bleeding (vaginal, menorrhagia), depression and mental anguish, tubes), dysmenorrhea (cramping). Events outcome updated. Events onset date, events severity , concomitant drug, medical history and lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain /pain.') In a 39-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, seasonal allergy and irregular menstrual cycle. Concomitant products included cetirizine hydrochloride (zyrtec allergy), codeine phosphate;paracetamol (tylenol with codeine no.3), esomeprazole, estradiol, ethinylestradiol;norgestimate (ortho tri-cyclen), ibuprofen, nsaids, omeprazole, omeprazole magnesium (prilosec) and paracetamol (acetaminophen). In (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition:depression and mental anguish") and anxiety ("psychological or psychiatric problems condition:depression and mental anguish"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2005: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhoea, vaginal haemorrhage, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: event outcome updated for pelvic pain & menorrhagia. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.